Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that the patient was experiencing pain, itchiness and irritation at the ipg site. It was also mentioned that the ipg would no longer charge due to patient underwent a non-device related surgery wherein electrocautery was used. The patient underwent a revision procedure wherein the ipg was moved and replaced. Device malfunction was suspected. The patient was doing well postoperatively. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual 90970880-04).